Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following a significant fall that occurred in december. Pt reported a return of symptoms that stated 2 days ago, and "all of a sudden experienced bad back pain." Pt went to the doctor's office/hospital to have the device checked. Additional info has been requested.